Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump insulin gauge inaccurately decreased from 200 to 50 units of insulin in less than a day. It was also reported that multiple occlusion alarms occurred. The customer reported that their blood glucose (bg) levels were impacted by the occlusion alarms; however, no specific bg impact or value was provided. Multiple attempts were made to follow up with the customer; however, no additional information was provided on the reported event.